Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 560-570 mg/dl the customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.